Event description:
The customer had hypoglycemic symptoms, ran a blood glucose test on the contour next and received a reading of 45mg/dl. He drank orange juice and honey and eventually felt better. The strip information was not provided. A new meter was sent to him.